Event description:
It was reported that during engineering evaluation, the motor device was ¿tested and was found that the motor was getting hot after 60 seconds.¿ the event was not related to surgery. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. An assessment was performed on the device which found that the motor was getting hot after 60 seconds. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to excessive force. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.